Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the iab catheters are leaking at the sampling port.

Event description:
It was reported that the intra aortic balloon (iab) catheters were leaking at the sampling port.

Manufacturer narrative:
The reported event was confirmed. The root cause for this failure mode was due to the solvent was not evenly distributed in the tube with the appropriate amount of adhesive the training of the personal was crucial on this operation and the preparation of the dispenser of cyclo. The amount applied may vary on the dipping of the tube depending on the height (amount) of the solvent given at the beginning. The uniform distribution of the adhesive was also affected by the twisting operation performed after the dipping. A lack of adequate inspection method to test for leakage was also identified as a contributing cause for not identifying non conforming product in the inspection. Per investigation a device history record review was not required. Per investigation a labeling review was not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.